Event description:
It was reported that during a total knee arthroplasty procedure with navigation at the healthcare facility, the tibia cut check rendered inaccurate values. It was reported that the values fluctuated when the operating room lights were switched on and off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was confirmed by the sales representative. External sources can affect the cameras and their operations.

Event description:
It was reported that during a total knee arthroplasty procedure with navigation at the healthcare facility, the tibia cut check rendered inaccurate values. It was reported that the values fluctuated when the operating room lights were switched on and off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.